Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse called in for assistance with accessing the bolus menu. They were assisted with the steps to go through the bolus menu. During the call, she reported that the buttons on the insulin pump were sticking. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. They declined to replace the device and stated they will monitor the insulin pump and call back if issue persists.